Event description:
It was reported that after the iab was placed, the central lumen could not be flushed or aspirated and the waveform appeared dampened. Correct placement was confirmed by x-ray. The iab was removed and replaced with no complications.